Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cystectomy, having used the smoke bovie for the entire case after several hours, at one point when activating the bovie while they were deep into the pelvic area working to remove the bladder, the tip literally caught flame. The surgeon described it like they lit a match. They activated the bovie and the tip sparked into a flame. The bovie was set on 50 watts and they were using the energy intermittently, not consecutive. They used another similar bovie and proceeded with the case. There was no patient injury.